Event description:
The customer reported that the device blows fuses and won't stay powered up. There was no patient associated with the report.

Manufacturer narrative:
The customer was informed that the product is disconnected and no longer supported by physio-control.